Event description:
It was reported by the affiliate that there was major leakage from anastomosis (5 days postoperatively). Drainage has been continued for leakage treatment. Opened another device to complete the case. Extended hospital stay for the patient.